Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of plastic from the vasoview hemopro tip broke off and was retrieved from the patient's legs. The piece was removed using the hp and there was no harm to the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of plastic from the vasoview hemopro tip broke off and was retrieved from the patient's legs. The piece was removed using the hp and there was no harm to the patient. A replacement device was used to complete the procedure.